Event description:
It was reported that patient was revised due to incompatible orientation with pelvis, chronic dislocation, and pain. Revision included acetabular insert, acetabular shell, femoral bearing head, and use of two bone screws. Revision performed in 2009.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.